Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that 8 call service alarms occurred in 2 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: the black box showed several consecutive call service alarms. There were no call service alarms or any other occurrences of warnings during the investigation. Product analysis was unable to duplicate the call service alarm complaint. The product performed within specifications.